Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter was fired when the surgeon did not have the device stabilized and that caused a large hole, tear in the aorta. The aorta was repaired by suturing and patching. The surgeon used partial occlusion clamp to complete the procedure. No further pt complications were reported by the hospital. The incident happened during the in-service training for the first time user.

Manufacturer narrative:
After the procedure, the product was not returned. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lhr did not reveal any non conformance reports, which could have contributed to this complaint.